Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm ,vticmo12.6, -12.5/2.0/87 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. The lens was removed and replaced for a shorter length lens within the same surgery due to excessive vault. It was reported that the problem resolved. Cause of event was reported to be unknown.